Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device status unknown. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery procedure, on the second firing the device on the pulmonary artery only stapled part way and cut all the way across. The patient's chest had to be cracked open for a thoracotomy and was given blood transfusion one unit of blood. The patient is still in the operating room. The patient is to be admitted after the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested.